Event description:
Caller states that the patient tested 1.6 inr and 2.6 inr on the same device during duplicate testing. Caller states that the patient' s coumadin was increased due to device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Additional strip lot used: 401 i13, 2/08.